Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was tested and failed the energy recognition test. In addition; the instrument was found to have the curved blade broken at the base. A piece approximately 0.420" x 0.084" was found to be broken off. As a result, the instrument could not operate properly. The broken piece was not returned. Components adjacent to this broken blade do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that the harmonic ace instrument stopped working all the way. There was no report of patient involvement or patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no report of a fragment falling inside the patient¿s anatomy. No injury to the patient. The customer replaced the faulty instrument with a new one and completed the procedure robotically. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.